Event description:
It was reported that the non pacemaker dependent patient presented in hospital with signs of septic shock. Patient was transferred to a different hospital to be cared for in their ICU and for a system extraction. On (B)(6) the patient presented to cath lab for extraction procedure. The device system extracted with no difficulty. The patient¿s vital signs were managed by anesthesia during the case with no complications. The physician stated that the device and leads were not the cause of the infection. The leads were removed to clear the infection since they had vegetation from endocarditis. The patient was discharged to ICU with no issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.